Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a medical suture arthroscopy, the device did not work during the installation: blocking of the node by two of the devices and bad release of platelets by the two other devices. There was a meniscal tissue damaged.